Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was brought to the lesion and dilation was performed after crossing through the guide wire. However, no pressure was applied and blood was confirmed in the inflation device. It was concluded that the balloon has ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm proximal of the proximal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was brought to the lesion and dilation was performed after crossing through the guide wire. However, no pressure was applied and blood was confirmed in the inflation device. It was concluded that the balloon has ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.